Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was not reviewed as the batch number was not provided. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing reference: 3008452825-2019-00163, 2182269-2019-00040, 3005334138-2019-00199. During an atrial fibrillation ablation procedure a pericardial effusion occurred. Following successful ablation a pericardial effusion was noted via transthoracic echocardiography. Prior to patient release, two days after the ablation procedure, the effusion was checked again via echocardiography and had resolved on its own. There were no performance issues with any abbott device, the user believed the effusion was the patient's reaction to ablation.